Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 for a musculoskeletal and connective tissue disorder and had their hardware removed.